Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle after an interventional atherectomy procedure using an 8f sheath. Reportedly, after deploying the device, resistance was felt removing the device requiring additional force. The access site was widened slightly. The feet were noticed to not be closed. Hemostasis was not achieved with the suture. Another prostyle device was used and again the feet did not completely close. The suture of the second device achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open/close (foot) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.